Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed that the buret presented a cut in its extension. The reported condition was verified. The cause of the reported condition was determined to be an end user issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a buretrol solution set leaked. There was no patient involvement. No additional information is available.